Manufacturer narrative:
Medical device expiration date: unknown. Additional phone number: (B)(6). Device manufacture date: unknown. Device evaluated by MFR is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.¿

Event description:
It was reported that during use of the bd nexiva¿ closed IV catheter system, the IV broke and leakage occurred. The following information was provided by the initial reporter: "I just received another broken IV from the ER. It disconnected from the same place again. The nurse states that this piv was placed by the previous shift rn. She was notified by a family member that the patient was bleeding from around the IV site. The nurse then went to investigate and troubleshoot. When the nurse went to assess the IV, the extension part was disconnected from the stabilization part. Do not have a lot # as it was placed on a previous shift."

Manufacturer narrative:
Follow up MDR for device evaluation. Bd received three 22 gauge nexiva single port devices from an unknown lot for evaluation. A review of the device history record could not be performed as the reported lot was unknown. Our quality engineer visually inspected the returned unit and observed unit one had the catheter and the adapter in the returned package whereas units 2 and 3 have their extension tubing in the packaging in addition to the components from unit 1. Unit 3 also had a miscellaneous max zero connector attached to it. In addition, three photos were received for investigation. Unfortunately, the nexiva devices could not be leak tested as the extension tubing was separated from the catheter adapter. Next, each of the units were dissected to pinpoint any potential sources of leakage, but none of the components showed any potential damage. However, the lack of the extension tubing meant that this was a potential source for the reported leakage. To check this the engineer inspected the devices microscopically. It was confirmed that adhesive was not present on the adapter creating a weak bond between the adapter and tubing allowing them to become separated. Partially cured adhesive may occur due to a uv intensity being low or obstructed causing led degradation and not creating a stable bond. Therefore, based off the visual and microscopic inspection the engineer was able to verify the reported defect. It was determined that this was a manufacturing defect caused by a weak adhesive bond between the catheter adapter and the extension tubing. The manufacturing facility has been notified of this incident and the findings. A notification was issued to the appropriate operators to ensure that proper bonding is being inspected and to ensure that the uv stations are not obstructed. We appreciate you taking the time to bring this observation to our attention. We regret any inconveniences this incident may have caused you and your facility. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.